Manufacturer narrative:
The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7240846; medical device expiration date: 2022-08-31; device manufacture date: 2017-10-03. Medical device lot #: 7208590; medical device expiration date: 2022-07-31; device manufacture date: 2017-08-21. Medical device lot #: 7208594; medical device expiration date: 2022-07-31; device manufacture date: 2017-09-01. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a significant number of bd luer-lok¿ syringe(s) in a bulk sterile pharmacy convenience tray have been ¿leaky¿. Customer states that once the syringe is filled, there is visible fluid between the two ribs of the black rubber plunger and fluid beyond the second rib (beyond the rubber plunger). There was no report of exposure, injury or medical interventions.

Manufacturer narrative:
Investigation results: three sealed 5ml syringe convenience trays from lot #7240846, p/n 309703 were received and evaluated. No samples were received from lots 7208594 and 7208590. Also three sealed 5ml syringe convenience trays from lot #7299678, p/n 309703 were also received and evaluated. All 150 syringes from these trays were tested for leakage past stopper according to our test procedure. All 150 syringes passed the test with no leakage past first nor second rib observed. Based on the results of the testing, the product defect could not be confirmed. DHR review for batch 7299678 (p/n 309703): manufacturing date 11/04/2017 ¿ 11/15/2017 batch size was (B)(4). All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7299678 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. DHR review for batch 7240846 (p/n 309703): manufacturing dates for batch: 09/24/2017 ¿ 09/26/2017, batch size was (B)(4). All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7240846 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment DHR review for batch 7208594 (p/n 309703): manufacturing dates: 8/20/2017 ¿ 8/21/2017, batch size was (B)(4) pieces. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7208594 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. DHR review for batch 7208590 (p/n 309703): manufacturing dates: 8/15/2017 ¿ 8/16/2017, batch size was (B)(4) pieces. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7208590 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. The review for all four lots showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the evaluation performed, bd was unable to confirm the customer¿s indicated failure. Root cause and CAPA not required as no defects were confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Note: product lots received did not all match those listed in event description.